Event description:
It was reported the customer experienced low blood of 43 mg/dl; however, the insulin pump did not alert her. Troubleshooting was done for sensor and blood glucose readings. Customer stated that sensor reading was 84 mg/dl and blood glucose was 49 mg/dl. Customer treated with juice. The customer was educated regarding sensor and blood glucose difference. It was found that the insulin pump did not alert due to blood glucose was set to 70 mg/dl and sensor reading was 84 mg/dl. Customer will speak with her healthcare provider regarding adjusting her sensor settings using other features that are off. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.